Manufacturer narrative:
.

Manufacturer narrative:
The beckman coulter fse replaced the reagent syringe assembly to resolve the leak. The fse also discovered that the instrument generated differential + flags and proceeded to install a new lot of differential fix reagent, and bleach the wbc (white blood cell) count path to resolve the issue. Repairs were verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to the reagent syringe assembly. (B)(4).

Event description:
The customer reported an ongoing issue with differential flags involving the coulter act 5diff cap pierce (cp). A beckman coulter fse (field service engineer) was dispatched for this event and observed a leak of less than 0.5 ml around the reagent syringes. The fse stated that the leak was contained within the instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The operator was wearing gloves at the time of the event and no injury or exposure was reported.